Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 29 mg/dl at the time of the incident. The customer stated the reservoir was empty when they examined the pump after the low. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed on a previous call. The customer had a high of 455 mg/dl earlier on the day the got the low. No further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).